Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown concomitant product and therapy dates 4.9 healix adv sp peek ce device, (B)(6) 2024. The product was not returned to depuy synthes mitek, however a video and a photo were provided for review. See attachment (source file - novedad colmedica 122 colectivo 479758). The photo investigation revealed that the device is shown in used condition. The shaft is in good condition. The blue kite's wire shows bent as part of the use. The anchor's middle body remains inserted into the shaft, however, the anchor's peek dilator is not attached to the inserter tip which indicates a detachment/pull out during insertion procedure. The detached peek dilator is not shown in the photo. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; an incomplete insertion or poor bone quality may happen, as per IFU 116920; bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pullout. And it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the 4.9 healix adv sp peek ce device while being used with a cor disposable system w/perp 8mm device when using, both implants fail, the anchorage comes out of the recipient site and the cor comes without the transfer pin which makes it impossible to transfer the graft to the implantation part. The "novelty" did not affect the patient. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The shaft is in good condition. The blue kite's wire shows bent as part of the use. The anchor was not returned. Without the anchor it is not possible to verify the issue reported. The overall complaint was not confirmed as the observed condition of the 4.9 healix adv sp peek ce would have not contribute to the complained device issue. Based on the investigation findings, the potential cause for the anchor coming out cannot be provided since the anchor was not returned. The potential cause for the bent blue kite's wire is traced to the normal use of the kite when is inserted and pulled from the shaft orifice. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was no non conformance regarding this lot.